Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing and an alarm log review were performed. The f-38 alarm was found during the alarm log review. The cause of the alarm was damaged force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.